Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an infusion set fell off event on (B)(4) 2026 during use. The infusion set was used for less than twenty four hours. The patient experienced high blood glucose level and treated with correction injection via multiple daily injections. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.